Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker was found to be in safety mode. The patient was hospitalized, and the device was explanted and replaced the day after. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately this device remains at the hospital. The hospital has not authorized the device to be collected and return for analysis. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that the pacemaker was found to be in safety mode. The patient was hospitalized, and the device was explanted and replaced the day after. No additional adverse patient effects were reported. The device is expected to return for analysis.